Manufacturer narrative:
This report is submitted on february 10, 2022.

Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea, resulting in the decision to reposition the device. The patient underwent a revision surgery on (B)(6) 2022 to reposition the device.